Manufacturer narrative:
Visual inspection confirmed that one of the ball bearings and spring of the detached ball bearing was missing and not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The anterior and posterior surface of the device appears to be scuffed. Discoloration of the device can be observed indicating wear. Measured dimensions were conforming to print specifications. This device is used for treatment. The ultrasonic cleaners were used to clean the instruments. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after cleaning the shim was missing a ball bearing. The event did not occur in surgery.